Manufacturer narrative:
Lumenis contacted the user facility to request additional information; an incident report was provided. According to the information received a moses 550 lumenis fiber melted mid-case at the connection point. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 02-dec-2018 and installed at the customers site on 05-mar-2019. A lumenis service engineer visited the site after the reported event. The engineer installed a new lens assembly and then found servo mirror motor losing its place intermittently causing alignment to falter. Ordered servomotor, optic and mm control board and will return to replace. The engineer returned and replaced the servo motor and optic. Performed auto-tune procedure and verified no errors. Cleaned all optics and adjusted each channel. Replaced burned debris shield optic. Performed full alignment and safe offset calibrations. Verified system passes all self-test. Ran system at all power settings for approx. 30 minutes with no recurrence of problems. System meets all manufacturer specifications. A review of subject device product risk file (rd-1124690_ad) revealed risk # 2.4.2; "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment, which may require re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. In this case, the patient was awakened from anesthesia, the procedure was cancelled, although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event. Gso expert determined the root cause to be the servo motor, it is not a common issue with this system. As a result, no further corrective actions are necessary. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a holep procedure with a 550 fiber in which a lumenis pulse 120h laser was being utilized, the fiber melted mid-case at the connection point. Unable to complete the procedure, the patient was awakened from general anesthesia and the case needed to be rescheduled. No report of patient complications, was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.